Event description:
According to the reporter, during a robot-assisted rectal resection, when the rectum was resected, the product was recognized, but an event occurred in which the jaws of the device became unable to be closed. The issue was resolved by using another product.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.